Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal end of the crimped stent were damaged, distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the shaft polymer extrusion profile. During the examination, the device was successfully tracked over a 0.014" guidewire without any difficulty experienced. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that timi 1 flow was also noted and caused patient's mild st elevation. Subsequently, the physician treated the event with placement of a 2.25 x 12 and 2.75x 28mm promus element plus stent and the patient recovered and had timi 3 flow in lad.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, concentric and target lesion being treated was located in the moderately calcified and mildly tortuous distal left anterior descending (lad) artery with a lesion length of 38mm and a vessel diameter of 2.5mm to 2.75mm. The lesion was pre-dilated with a 2.5x12 and a 2.5x30 emerge balloon catheter. A 2.50x38mm promus element¿ plus stent was selected to treat the lesion. During stent placement, the distal stent strut was damaged. It was noted that there was difficult removing the balloon from the stent. The patient also experienced chest pain and st elevation. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was not inflated and there was no difficulty removing the balloon from the vessel and the stent was removed as a unit.